Event description:
It was reported that an altitude alarm occurred on customer's back up pump while the customer was not outside of labeled operating altitude range. The customer's specific value is unknown but bg remained between 54-500mg/dl. Reportedly, the customer cleaned the speaker holes and cleared the alarm.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.